Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported there are two samples available and the product was not used on a pt. Add'l info was requested. No add'l info has been provided to date. Should add'l info or sample become available, a follow up report will be submitted. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) case.

Event description:
It was reported the tubal bending angle is too straight for the customer to use the product.